Manufacturer narrative:
Reference CAPA: 20-00141.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) review could not be performed as the serial number is unknown. Attempts to retrieve additional information were unsuccessful. If additional information is received a supplemental MDR will be submitted. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The cause of the stenosis remains indeterminable; however, was most likely impacted by patient related factors and the progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. Refer to MDR report numbers 2015691-2019-04864 and 2015691-2019-04863 for additional events associated with this article.

Event description:
Article "outcomes after transcatheter mitral valve-in-valve replacement in patients with degenerated bioprosthesis: a single-center experience," j invasive cardiol 2019 november 15. Vol. 31 epub. Abstract: background: this study sought to describe a single center¿s experience with transcatheter mitral valve-in-valve (tm-viv) implantation. This event was opened to capture the following event: patient number 9: patient with a 27mm mitral valve implanted 6 years underwent valve-in-valve procedure due to mitral stenosis. A 19mm transcatheter valve was successfully implanted inside the 27mm valve.